Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the forceps channel port and the forceps elevator was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the type of foreign material could not be identified. The burn was likely caused by the customer using a high energy endo therapy accessory, such as a high frequency laser, without securing enough distance from tip of the device, however this could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.